Event description:
Indication: common variable immunodeficiency, unspecified. Pt's infusion nurse reports issues with the pt's pump [serial number ad expiration date: not provided] where it gives an error message for bubbles but never has any bubbles and that it slows down the infusion. The date of malfunction was not reported. There were no missed doses, interruption to therapy or adverse event(s) reported due to product issue. Unknown if the defective device is available on hand for return. Pharmacy to send new pump. No further information was provided. Reported to (B)(6) by health professional.